Event description:
When the device was received at the manufacturer for analysis, it was noted that the polytetrafluoroethylene (ptfe) was peeled off between 32.0cm to 37.0cm from the guidewire proximal tip.

Manufacturer narrative:
The device history record review could not be performed as the lot number is unknown. Analysis of the returned device noted that the guidewire was shaped on its distal section. The guidewire hydrophilic coating was checked with the wet fingers. No anomalies were observed with the hydrophilic coating. The corewire was observed through the distal tip dome. The guidewire ptfe coating was examined and it was discovered that the ptfe was peeled off between 32.0cm to 37.0cm from its proximal tip. The coating was scraped on the guidewire. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. From the condition of the guidewire it appeared that the torque device had been dragged down the guidewire ptfe. Since the device dfu (directions for use) specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause is considered to be related to the dfu instruction not being followed.

Event description:
When the device was received at the manufacturer for analysis, it was noted that the polytetrafluoroethylene (ptfe) was peeled off between 32.0cm to 37.0cm from the guidewire proximal tip.